Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that diaphragmatic stimulation began to appear immediately after the implanting procedure. The left ventricular (lv) lead was replaced the following day. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.